Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed"ECG disabled" and "ecd fault 7" messages. Complainant indicated that there was no pt involvement in the reported malfunction.